Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the stent was deployed in the patient.

Manufacturer narrative:
Device evaluated by MFR.: stent delivery system (sds) was returned for analysis. A visual examination found that the stent was detached from the sds and not returned for analysis. The maximum crimped stent profile measurement at the time of manufacture was within specification. The balloon cones were reviewed and no issues were noted. The balloon cones appear relaxed from their original folded position and appear to have been subjected to positive pressure and a vacuum pulled. A visual and microscopic examination of the bumper tip showed signs of damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues with the shaft polymer extrusion. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was further reported that the stent was deployed in the patient.

Manufacturer narrative:
(B)(6). Device is a combination product. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the right coronary artery (rca). A 4.00mm x 24mm synergy stent was advanced to treat the lesion; however, when crossing the rca, the device stent was stuck in the lesion and dislodgement occurred. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.